Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the inner tube. The detached clamp arm was not returned along with the disposable instrument so no conclusion can be drawn as to the tissue pad condition. Possible causes for the clamp arm detachment include: not closing the trigger when introducing or removing the device through the trocar, or entanglement in fibrous tissue. Additionally, the device was received with the blade scratched and cracked, however, this condition is not related to the reported tissue pad issue. The device was connected to a test hand piece and a generator and was functionally tested. During testing, an error code 5 was displayed and the blade further broke off. Contact with metal (staples, clips) or other instruments while the instrument is being activated, during pre-op or general use, may result in cracked or broken blades.

Event description:
It was reported that during a rectum procedure, the tissue pad was removed and fall into the patient. No further information were provided. They removed the tissue pad from patient. No patient consequences.